Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing through vl57a was not holding vacuum. He replaced the tubing through vl57a; however the problem persisted. He then replaced the tubing between feed fitting ff6 and ff165 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The system was exhibiting poor needle venting. There was approximately 1 ml of fluid described as redish reagent that leaked within the instrument. The instrument did not generate an error message. Test results were not impacted. Samples were repeated on a backup analyzer and the results correlated. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.